Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. Programming changes were performed. There were no patient consequences.

Manufacturer narrative:
The reported complaint of longevity reduction was confirmed. Based on the information provided, it was determined that the device had a large number of charging events, which resulted in an increase in battery consumption. Therefore, the device's longevity decreased. Per design, the longevity calculation considers the battery voltage value as well as the total consumption.